Event description:
The sales rep reported that the surgeon was removing a 2 level construct from a successful fusion to implant hardware for an adjacent level fusion. The universal driver bent after the removal of the fourth closure top of screws. There was another driver available and the surgeon finished the case as indicated without further delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.